Event description:
It was reported that the event involved a female pt while in the cath lab during a procedure. The berman catheter was inserted through the sheath with no issues. During injection of dye the berman burst at the hub, 603 psi and 18 ml/sec. The burst was outside of the pt's body. As a result, the catheter was removed. Another catheter was used successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The delay would be minimal. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.